Event description:
A caller reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer. The customer reverted to an alternate method of insulin therapy.